Event description:
Caller reported a cgm error and contacted support. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue, and the caller was able to successfully start their sensor session without further errors.